Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the batteries to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) requires replacement parts.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Initial reporter name and address: (B)(6).